Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-oct-2022. The device evaluation was completed on 25-oct-2022. The thermocool® smart touch® sf uni-directional navigation catheter device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a hole and reddish material in the pebax. A screening test was performed and the device was not visualized but it was recognized correctly; however, error 105 appeared on the system due to an open circuit on the tip area. The blood found inside the pebax area may contribute to the magnetic issue. A manufacturing record evaluation was performed and no internal actions was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed hole on the pebax. Initially it was reported that there was a force issue. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on the patient. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-oct-2022, there was a hole and reddish material in the pebax observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 25-oct-2022.